Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted for approximately 9 months, has a battery status of middle of life 2 (mol2) with a monitoring voltage of 2.6v. The device is programmed with low outputs and the patient has had minimal therapy. Boston scientific received additional information that a save to disk was performed at the next patient follow up and was returned to guidant for analysis.